Event description:
Information received notes that the recommended reprogramming changes were successful.

Event description:
It was reported that an asymptomatic patient presented for post-paced t-wave oversensing via stored egm. The patient did not receive therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.